Manufacturer narrative:
The battery was observed to be melted. Fluid entered the device, as indicated by the egress indicator. This fluid shorted the battery's electronics, resulting in the melting of the battery. The battery being melted would prevent it from operating as intended and would not allow it to power on the pdm. The screen was observed to be damaged. Corrosion was observed on the charging port and pcb. This corrosion can be attributed to fluid that entered the device. It cannot be conclusively determined if this also would prevent the powering on of the pdm.

Event description:
It was reported from the investigation that the battery of the omnipod personal diabetes manager (pdm) was found to be melted. The corrosion and melting of the battery prevented the pdm from powering on.